Event description:
The device was evaluated in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation